Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26984. We are unable to determine which lead was explanted, so both leads are reported. It was reported the patient underwent surgical intervention to remove and replace the lead. The lead had migrated anterior. The patient is now receiving effective stimulation.